Manufacturer narrative:
This is a duplicate report of 1818910-2013-32118. This report, 1818910-2005-01704, will be rejected. 1818910-2013-32118 will be kept for investigation purposes.

Event description:
Clinical report states the pt suffered a femoral fracture during surgery.